Manufacturer narrative:
Implant date: (B)(6) 2022. Type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.7mm, vticm5_13.7, -7.5/1.0/64 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients left eye (os) in (B)(6) 2022. Excessive vault was observed and the patient experienced sever glare and ghost image. The lens remains implanted. The reporter states the cause of this event is unknown. For cause details the reporter states "high vault with unknown cause". Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.